Manufacturer narrative:
Corrections; device evaluation should have been checked. Device evaluated by manufacturer should have been checked - yes.

Event description:
During the procedure, another right atrial lead was used but resulted in the same electrical anomalies. It was determined that the lead was fine adn that the patient had a diseased right atrium.

Event description:
It was reported that the right atrial lead exhibited high thresholds, intermittent sensing and a mechanical failure. The lead was explanted and replaced successfully. The patient was stable prior during and post procedure.

Manufacturer narrative:
The mechanical damage was sustained during the procedure. The lead was other wise normal.